Event description:
It was reported that a possible premature battery depletion was happening. The patient had implantable neurostimulator (ins) implanted in (B)(6) 2011. In (B)(6) 2012, patient's device was at 2.97v, but on the day of the report it was at 2.6v. The ins was programmed to 2.7v, 185hz, 452 ohms, 5.766ma. This was right ins and it was unknown what active electrodes were. A short circuit was reported on electrodes 0 and 3 with low impedance read during a test at 3v. Expected battery longevity would be 2.4 years for elective replacement indicator (eri) based on patient parameters and impedance. It was also reported that in (B)(6) 2012 the ins was still using electrode pairs case and 2. Low impedances were read on electrode pairs 0-2, 0-3, and 2-3. The ins was actually programmed on case and 1 since that time. The patient had had no falls and was currently getting therapy. On the day of the report, electrode pairs case and 1 "came up fine" at 0.7v, but "it went away when she pushed it up." Electrode pair 0 and 3 had low impedance at 0.7v, 1.5v and 3v. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Additional information reported that there were no known lead fractures. The surgeon was not concerned about the device and no intervention was needed.